Event description:
A (B)(6) female patient called zoll customer support to report that her charger/model would not recognize a battery. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem was intermittently unable to recognize a battery and experiencing battery charger faults. The cause for the inability to recognize a battery and the faults was isolated to a defective u9 (a single-p channel, logic level mosfet) and a defective battery board. The root cause for the shorted u9 and defective battery board could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery/charger/modem.